Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
Customer reported receiving false positive results from (B)(6) when running the alinity m sars cov-2 assay. The customer stated they received 7 total positives that were repeated as negative. The results were repeated per the lab protocol that all positive samples from instrument serial number (sn) (B)(4) should get repeated. Per the customer additionally, any sample that has a cycle threshold of 37 or greater on either instrument (sn (B)(4) or sn (B)(4)) should be repeated. The customer stated that sometimes they are run on the same alinity, the second alinity, or on bdmax in another lab. Customer stated that if the results are negative they are reported as such in the patient chart. There was no report of patient management impact due to this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review of the customer data found that there is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 516611 and its components was performed. The review did not identify any issues which could result in the reported event during the production or the release testing for lot 516611. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 516611 and its components was performed and did not identify any internal or post-production use issues related to the reported event. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 516611 identified one additional complaint related to the reported issue. The issue was investigated and no product deficiency were identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 was not identified.